Event description:
Enishi, t., inatsugi, m., sato, n., katoh, s. Removal and reimplantation of intrathecal baclofen system provides safer treatment for infected catheter in meningitis: a case report. Pm and r. 2014; 8 (2):s155 summary/reported event: author discussion was about removal and re-implantation of the intrathecal baclofen system providing safer treatment for an infected catheter in meningitis. A case report was regarding a (B)(6) female patient who presented with spastic paraplegia due to syringomyelia. After a successful trial bolus injection of baclofen (unknown manufacturer), the intrathecal baclofen (itb) system was implanted. Nine months later, the patient felt "headache and fever up in hospitalization." Intravenous antibiotic treatment was started with ceftriaxone sodium hydrate, in combination with gentacin. Removal of the itb system was performed. The pump was not infected but the catheter was surrounded by infected scar. There was no allegation against the implanted system. Four months after removal, itb system re-implantation was performed to control severe spasticity. Authors commented that removal and re-implantation of intrathecal baclofen system provided a more safe treatment for the infected catheter in the case of meningitis. The event date, diagnostic testing, and potential causes of the events were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
It was not possible to match these events with any previously reported events. Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).